Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing alarm recovery or rinseback of the patient's blood as directed in the user's guide. The disposable cartridge was not available for evaluation. The exact source of the air cannot be determined. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Facility staff has been notified. Nxtstage medical considers this report closed. No additional information will be provided.